Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the present date 24may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an ail error which was replaced air in line assembly, passed pm checks and verified functionality to be within tolerance and rts. There was no patient involvement.

Event description:
It was reported that the customer had an ail error in received unit which was replaced with air in line assembly,passed pm checks and verified functionality to be within tolerance and rts. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem.